Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarm on insulin pump. The customer's blood glucose was unknown. Assisted customer in performing a self test. Test failed. The customer was advised to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Insulin pump meets specification: yes